Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular lead had a high pacing impedance and inadequate capture, with a suspected fracture of the lead or calcification of the lead. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.